Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the common device name and MFR site fields.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this electrode, the physician elected to use a finger to make the sternal tunnel instead of a tunneling tool recommended in labeling. Upon removal of the sheath, review of the electrode under x-ray noted that the electrode moved into a c-shaped position. A revision procedure was performed three days later. The electrode was successfully revised using the tunneling tool. No adverse patient effects were reported. This product remains in service.